Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported allegations of hole/perforation and device mechanical issue was confirmed through analysis. Technical analysis: the cylinders, pump, and reservoir were returned for analysis to our post market quality assurance laboratory. Visual examination of the cylinders identified cylinder 1 had a tear in the cylinder body with frayed/torn fabric threads, fluid loss was confirmed during functional testing. Visual examination of the pump identified wear on the kink resistant tubing (krt) proximal to the pump adapter junction. Functional testing of the pump identified the pump required more than 8lbs of force to activate. Visual examination and functional testing of the reservoir did not identify any device damage and performed within all testing parameters. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to pump rupture. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. No further complications were reported in relation to this event.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to pump rupture. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. No further complications were reported in relation to this event.